Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "hospital staff says that during ventilation, screen froze and alarmed and could not be cleared. Device did show some tech faults, 746002 & 346054. Patient was removed from device and bagged." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet. So far no relation to the device has been established.

Manufacturer narrative:
Investigation outcome: it was reported the device's display froze during patient ventilation, and alarms were triggered that could not be cleared, including technical faults 346054 (safety failure detected) and 746002 (watchdog failed vgui). As a result, the patient was removed from the device and bagged. Neither harm to patient, user or third party nor a treatment delay was reported. During servicing of the device, the local service engineer to have identified "external connections disabled" alarm on the logs. Replaced control board, updated to software 3.1.1, hcm to 1.3.200 and deactivated suctioning tool to resolve the issue. All service software tests passed. This case is considered as closed.